Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported about the customer who experienced an infection and readings problem during his 2 day wear of the adc freestyle libre sensor. Customer experienced pain after he applied the sensor and noticed "rash, puffiness and swelling" at the insertion site and removed the sensor. Customer received "lo" (readings less than 40 mg/dl) on the sensor before he removed it and was seen at the emergency room where a reading of 303 mg/dl was obtained on a competitor meter. The infected site was "warm soaked and drained" by the physician and he was treated with 4 extra units of insulin and prescribed with unspecified antibiotics. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. The reported sensor applicator, sensor patch and pack were also returned and investigated. Visual inspection has been performed on all returned products, no issues were observed. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor, fs libre sensor kit and libre reader were reviewed and the dhrs showed the fs libre sensor, sensor kit and reader passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. No further investigation is required. No malfunction or product deficiency was identified.

Event description:
Caller reported about the customer who experienced an infection and readings problem during his 2 day wear of the adc freestyle libre sensor. Customer experienced pain after he applied the sensor and noticed "rash, puffiness and swelling" at the insertion site and removed the sensor. Customer received "lo" (readings less than 40 mg/dl) on the sensor before he removed it and was seen at the emergency room where a reading of 303 mg/dl was obtained on a competitor meter. The infected site was "warm soaked and drained" by the physician and he was treated with 4 extra units of insulin and prescribed with unspecified antibiotics. There was no report of death or permanent injury associated with this event.